Manufacturer narrative:
No similar complaints have been received for the reported lot number. No remarks were noted in the batch record filling and assembly. The position of the sleeve cap is inspected by an automated system. The functionality of this detection system was tested and was satisfactory. After assembly, the syringes are 100% visually inspected and items with incorrectly placed sleeve caps or defective sleeves are rejected. One viscoelastic syringe sample was received by manufacturing which appeared unused based on the fill volume. Investigation of the complaint sample revealed that one of the fixation hooks of the sleeve cap was broken. The broken fixation hook was in front of the injection point. This sleeve hook can break during the capping whereby a large outward force is exerted on these brackets. A quality remark (B)(4) has been made to follow up with the supplier. Feedback of this internal, assembly related complaint will be taken up in the next training of the packaging operators to increase the awareness. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that foreign material like plastic was noted inside of the viscoelastic solution prior to surgery. Additional information has been requested.